Event description:
It has been reported to philips that x-ray generation was not possible. No harm to user or patient was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a planned non-emergency treatment. It was reported that the system was restarted which resolved the issue and allowed the procedure to be completed as planned. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on re-evaluation.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a planned non-emergency treatment, which was completed as planned by restarting the system. The philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. The issue occurred twice and was resolved automatically. No service was needed. Later, the same issue reoccurred and was resolved after a hard shutdown. After which, the system was returned to good working condition.